Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06014, 2134265-2017-06013. It was reported that the pericardial effusion increased. A left atrial appendage (laa) closure procedure was performed. The patient had a baseline pericardial effusion. A 27mm, and two 30mm watchman ® laa closure devices were inserted into the first watchman ® access system (was). The closure devices were deployed. It was noted that the 2nd 30mm closure device was deployed deeper with a compression of 20-22mm. However, these devices failed the tug test and were removed. After the 3rd closure device was deployed and removed, the was started to become soft and began to kink at the groin. The was exchanged for another of the same device. Sweeps for pericardial effusion were done after each closure device manipulation or removal. A 33mm closure device was then inserted into the 2nd was. The closure device was deployed at the ostium with a compression of 23-27mm. The closure device also failed the tug test and was removed. At around 11:10am, after the 4th closure device was removed the echocardiogram physician noted that the baseline pe appeared larger. The case was aborted due to the increased pe. At about 2:30pm, the patient developed tamponade while in the intensive care unit (ICU) and was taken back to the catheterization lab for a pericardiocentesis. Not further patient complications were reported and the patients status is stable.